Manufacturer narrative:
H.6. Investigation summary: customer returned (4) 1cc, 6mm, 31g bd u40 insulin syringes in an open poly bag from lot # 7317689. Customer states that the syringes are broken. All syringes were examined and 2 syringe exhibited a broken barrel with the needle-shield-barrel tip combination separated from the rest of the barrel. A review of the device history record was completed for batch# 7317689. All inspections were performed per the applicable operations qc specifications. There were seven (7) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Possible root cause for broken barrel tip: probable root cause is likely to be a jam on the ffs (form fill & seal) equipment, during formation and packaging of the polybags. When this type of event occurs, any portion of the syringe and/or component(s) may be involved in the jam and exhibit varying degrees of damage, such as that which is noted from the returned sample.

Event description:
It was reported before use of the bd ultra-fine¿insulin syringe the syringe was broken.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before use of the bd ultra-fine¿insulin syringe the syringe was broken.